Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during procedure on the day of the report, new implantable neurostimulator (ins) packaging was being opened and while peeling off the white sheet that sealed the package, it was thought that there was a bubble in the sheet and that it might not have been fully sealed. The surgeon did not want to use this ins so another one was used instead. It was also reported that there was no patient injury and the patient recovered without sequela. Patient had another ins placed and "did great." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the ins showed that there were no anomalies found, but the device was not returned in the original packaging so was unable to determine if there was a packaging issue. Analysis of the wrench showed that there were no anomalies found and the torque specifications measured was within acceptable specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.